Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: reg04054 was reported, however, this lot# was not found too match the reported material number. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary six packaged samples received by our quality team for investigation. Upon visual inspection of the needles, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution, the samples expelled the solution with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A CAPA has been opened for this issue.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: attempted to administer pcv20 vaccine- and placed needle into patient's deltoid and vaccine would not administer. Could not get medication pushed into the muscle. No patient injury